Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The hemodialysis (hd) coordinator indicated that the incident was related to blood pressure management and was unrelated to any fresenius products or equipment. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k@home hemodialysis (hd) machine and the patient¿s hospitalization.

Event description:
A home hemodialysis (hd) coordinator reported a patient incident involving a home hd patient to a fresenius (B)(4) regional service representative. The patient's treatment was terminated after 2.5 hours into an 8 hour session and the patient was taken to a hospital emergency room (ER). The patient returned home approximately 9 hours later the same day. No blood loss was reported. The patient has been on hd for 5 years. No machine malfunction was alleged, identified, or observed during the hd treatment. Furthermore, the medical professionals confirm that the reason for the patient's hospitalization is not related to the fresenius home hd equipment or disposable products. The hd coordinator indicated that the incident was related to blood pressure management and was unrelated to any fresenius products or equipment. The patient has had successful treatments using fresenius products after the incident. No further information has been made available.